Manufacturer narrative:
Complaint is confirmed. One unpackaged ar-3638-1 was received for investigation. Upon evaluation, it was noted that the tip on the shaft is broken off. No broken pieces were returned for investigation. The most likely cause of this condition is the excessive force used to pry and/or leverage the device and is attributed to use error.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a bankart repair surgery, the tip of the device broke off. The broken pieces were retrieved from the patient. There was no harm to the patient, operator, or third party. The surgery was finished successfully with a new device. It was not necessary to switch the surgical technique or do a second surgery.